Event description:
A customer alleged seeing residue and damage to their laryngoscope blades. The customer noticed this since they started processing in the 100nx. She reported that the laryngoscope blades have a ball bearing on them and it is at this ball bearing area that they are seeing the residue which she is reporting as damage to the laryngoscopes. This device has been sterilized in the sterrad 100nx sterilizer. The age and usage of the blades is unknown. There were no injuries to patients or healthcare workers. This report is for the second of two devices.

Manufacturer narrative:
At this time the following are unknown: if the device had been previously damaged. If the device is compatible with the sterrad 100nx sterilizer. If an instrument assessment was performed. The instrument cleaning process. There are no photographs available of the device damage. At the time of the customer report, it was unknown if the damaged device is compatible with the sterrad 100nx sterilizer. The customer has not yet returned the device but indicated it would be returned to the manufacturer. As of (B)(4) 2010, the manufacturer for the damaged device in this complaint was not found under the asp sterrad sterility guide. Per the sterrad 100nx user's guide: caution: know what you can process. Before processing items in the sterilizer, make sure you know how the sterrad sterilization process will affect the item. The sterrad 100nx sterilizer was validated using a load weight of 10.7 lbs (4.85 kg) per shelf. When constructing your load, the total weight of the load to be sterilized should not exceed 10.7 lbs (4.85 kg) per shelf. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. Recommended materials and lumen chart - caution: risk of damage to load or sterilizer. Do not attempt to sterilize items or materials that do not comply with the guidelines specified in this user's guide. Consult the medical device manufacturer's instructions or call the asp customer care center to determine if an item can be sterilized by the sterrad 100nx sterilization system. This chapter includes a chart that unfolds to show you detailed lists of recommended items, materials, and some typical devices that can be sterilized in the sterrad 100nx sterilizer. Please refer to it whenever you need materials information. Check the medical device manufacturer's instructions before loading any item into the sterrad 100nx sterilizer. There are a wide variety of materials and devices that can be sterilized in the sterrad 100nx sterilizer. As more manufacturers complete testing of their products with the sterrad 100nx sterilizer, the list of compatible items continues to expand. Please contact the asp customer care center for an up-to-date list of recommended materials, devices, and/or device manufacturer information. Information may also be obtained from the device manufacturer. (B)(4). This is one of two reports being submitted for this product malfunction. Please reference MDR# 2084725-2010-00005.